Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. After insertion of farawave catheter, blood was observed leaking from the hemostatic valve of the faradrive steerable sheath clear at constant flow. Upon inserting farawave catheter into the faradrive steerable sheath clear, bubbles were noted in the faradrive steerable sheath clear. Additional bubbles appeared during aspiration from faradrive steerable sheath clear and continued as the farawave catheter was advanced. A pressure bag was used for irrigation. The procedure was completed successfully by using different faradrive steerable sheath clear. No patient complication occurred. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.